Event description:
It was reported that the left ventricular (lv) lead outer insulation was worn exposing the anodal conductor where the lead body attaches to is-1 insulation assembly. The lv lead was repaired with an insulation repair kit and medical adhesive and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk biv ICD, implanted: (B)(6) 2009; 1388tc st jude lead, implanted: (B)(6) 2006.(B)(4).